Event description:
After ablation complete, dr performed hysteroscopy & observed that only half of the uterus appeared to be ablated. Device may not have depl0yed correctly i.e one arm stuck. Or entire uterus was ablated, but some tissue stuck to device when it was removed-giving appearance that area was not ablated.